Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that a standard reference sensor failure occurred. There was a delay of about 5 minutes as the unit was changed out. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a pt as a result of this event.